Event description:
The hospital reported a malfunction resulting in agent delivery less than 20% from setting during a case. There was no report of patient injury or patient recall.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The customer declined service. No repair information available.